Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2366-50, (B)(4), description linear 3-6 lead 50cm it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed extreme pain following the implant procedure. A CT scan was done and no hematoma was found. The physician prescribed the patient norflex for spasms and dexamethosone for inflammation. The physician believes that the pain is related to the severe muscle trauma done during the placement of the leads. The patient's condition is resolving quickly and the stimulation is working well.